Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. The field service representative (fsr) inspected the analyzer and performed troubleshooting by replacing the valve, bypass, dispense manifold and the valve, manifold, dispense 2 ways which resolved the issue. A review of service history for the alinity I analyzer, serial number (B)(4), found no contributing factors to the complaint and there have been no further occurrences of discrepant results after the parts were replaced. A review of tracking and trending for the alinity I did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity I processing module, serial number (B)(4) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I results for one sample. The following data was provided: (B)(6) 2020 sid (B)(6) initial result = 349.8 pg/ml (positive), repeat = 12.7 pg/ml (negative), repeat two more times = results were around 14 pg/ml (negative). No impact to patient management was reported.